Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a seal issue. Vessel sealing doesn't work properly after end tone alarmed. There was no regrasp alarm and an end tone was heard. There was no patient involvement.